Manufacturer narrative:
D10: 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5: (B)(6), 02-022-35-3510 - truliant tib imp ps insert sz 3.5 10mm: (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t: (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk: (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk: (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced arthrofibrosis, stiffness and pain. As a result, approximately eight months post-surgery, the patient underwent a revision to replace the polyethylene liner. Approximately six years post-surgery, the patient underwent a second knee revision for unknown reasons. No further patient impact reported. No further information available.